Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced three infusion sets that did not fire correctly with the inserter and could not be inserted, resulting in product discard. The event occurred on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3